Event description:
A peritoneal dialysis patient called in to report a drain complication alarm. The patient's cycler history was reviewed, and an overfill was noted. Drain 0: 2315; fill 1: 2203, drain 1: 2309; fill 2: 2203, drain 2: 1745; fill 3: 2203, drain 3: 4000; fill 4: 1900. The reported drain volume of 4000 ml was 182% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.